Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod was received in pod state 14 having delivered 0 pulses, indicating that the pod did not complete the activation process after being filled. Investigation found no issues that would prevent the pod from completing activation and deploying as intended.